Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to controller. A filed service engineer replaced controller board and sensor to resolve the issue. Performed preventive maintenance and replaced the drawer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.